Manufacturer narrative:
(B)(4). No sample was returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis nurse stated that the cycler cassette door had about 1/4 cup of fluid inside. The reportedly, the pt contacted the pd nurse and told her that she had an air in the cassette alarm, multiple times. She opened the cassette door and noticed the fluid inside. There is no report of pt ill effect. There is no sample available for eval.